Manufacturer narrative:
The reported event of a trifecta stented tissue valve explanted severely calcified with only a central jet could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On an unknown date a unknown size trifecta valve was implanted. The patient present with symptoms. On any unknown date the valve was explanted due to calcification and aortic regurgitation. The patient expired due to unknown causes. Additional information has been requested but cannot be obtained at this time.